Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the incision. This is the second of two lenses used on this pt - see MFR report 2023826-2007-00080.

Manufacturer narrative:
Visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.